Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the driveline's silastic sleeve could not be conclusively determined as no images were provided by the account and no product was returned for investigation. A direct correlation between (B)(6) and the patient's exacerbated heart failure symptoms could not be conclusively determined. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline and discuss damage due to wear and fatigue of the driveline. Although no specific adverse events were reported, the instructions for use outlines adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 01oct2015. The heartmate ii left ventricular assist system instructions for use, rev. H, discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. Although no specific adverse events were reported, the instructions for use outlines adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii left ventricular assist system patient handbook, rev. G, also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized due to heart failure. There were no device related issues that contributed to heart failure exacerbation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient's driveline had some cracks in the outer casing. The patient had been maintained on an unshielded patient cable. 2 unshielded patient cables were requested for the patient. It was further reported on (B)(6) 2021 that the patient did not require an ungrounded patient cable.